Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information that the infusion set became unscrewed and disconnected from the luer lock. There was no reported impact to customer's blood glucose level.